Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th june 2025, it was reported by an arthrex employee via email that an ar-13999mf, fastpass scorpion, sl-mf, the jaws would not properly close. The arthrex employee thinks the item could have been damaged during the last time the consignment tray was used ((B)(6) 2025) or during sterilization following that case. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as a disposable competitor product was used.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the images provided from the field, it is clear that the jaws are not fully closing. This has been identified as a known manufacturing issue, and a nonconformance has been initiated to address and resolve it.